Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The aus was explanted and replaced. There were no device issues and not further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for the balloon is UDI: (B)(4).